Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The inverter board functionality verification failed. The cycler was powered on and the screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up but there was no display due to the blank screen. The screen functions could not be configured. It was found that the inverter board transformer was shorted and the coil was burned. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during the patient¿s peritoneal dialysis (pd) therapy. The patient was unsure of what cycle or phase of treatment they were in. The patient reported that the screen became dimmer as the treatment progressed and eventually went completely blank. The patient during the cycler on and off without result. The patient confirmed that the ¿stop¿ and ¿ok¿ keys would light up and that the cycler would even make an alarm tone. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported they would revert to continuous ambulatory peritoneal dialysis (capd) to complete their treatment. Upon follow up with the patient it was confirmed that the patient was able to complete treatment and that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.